Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment rendered for the event was not reported. The patient was recovering from the event. Dianeal therapies were ongoing. An opinion of causality was not provided. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890418 and gd888123 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined.